Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon removal of the device, there was a band/ridge where the balloon inflated, creating difficulty during removal. Allegedly, the patient experienced pain and discomfort. Per additional information received, the physician reported that the balloon was deflated using a syringe where 10cc of fluid was removed from balloon prior to the attempted withdrawal of catheter.

Manufacturer narrative:
The reported issue (it was reported that upon removal of the device there was a band/ridge where the balloon inflated, therefore the foley catheter was difficult to remove. Allegedly, the patient experienced pain and discomfort. Per additional information received, the physician reported that the balloon was deflated using syringe and 10cc was removed from balloon prior to attempted withdrawal of catheter) was unconfirmed, the problem could not be reproduced. Per visual evaluation noted no obvious defects and no cuff roll was observed. During the functional evaluation a cuff roll was not formed. Dimensional evaluation of the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that upon removal of the device, there was a band/ridge where the balloon inflated, creating difficulty during removal. Allegedly, the patient experienced pain and discomfort. It was later reported, the physician reported that the balloon was deflated using a syringe where 10cc of fluid was removed from the balloon prior to the attempted withdrawal of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon removal of the device, there was a band/ridge where the balloon inflated, creating difficulty during removal. Allegedly, the patient experienced pain and discomfort. Per additional information received, the physician reported that the balloon was deflated using a syringe where 10cc of fluid was removed from balloon prior to the attempted withdrawal of catheter.